Manufacturer narrative:
Concomitants: 5789123, 300-01-11 - equinoxe, humeral stem primary, press fit 11mm; 5150165, 300-51-15 - 1.5 short fa rep plt kit; 5148477, 310-01-44 - equinoxe, humeral head short, 44mm (alpha); 5816704, 315-35-00 - glnd kwire; 5546691, 531-78-20 - shouldr gps hex pins kit. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported that a 60 yo female, initial right shoulder implanted (B)(6) 2019, underwent a revision procedure on (B)(6) 2022, approximately 3 years 8 months post the initial procedure. Per the surgeon, "the glenoid failed" and occurred over time. The patient was last known to be in stable condition following the event. The product is not returning due to hospital policy. No further information.